Event description:
It was reported that during implantation of a preloaded multifocal intraocular lens (iol), model drn00v, into the patient¿s right eye, the surgeon experienced difficulty advancing the lens. The shooter caused a crack on the side of the lens; therefore, the lens was cut and removed from the eye. A replacement lens of the same model was successfully implanted without complications. No additional interventions such as vitrectomy, sutures, or incision enlargement were required. The patient¿s postoperative status was reported as with no concerns. The complaint device was discarded. No further information was provided.

Manufacturer narrative:
Section b3: unknown, not provided, but the best estimate date is on or before november 6, 2025. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.